Event description:
This insulin pump fails consistently. There is a constant problem with the sensors and the pump is a very inferior product. The sensors are consistently wrong and this pump only seems to work if your sugar levels are not changing. If you are sick or have any medical problem the pump cannot keep up. It takes hours to get high or low blood sugars to respond. After 3 months of use the device failed and I had to get the pump replaced. Recently my sensor was reading at 85 and when I checked my sugar it was 33. You have to call every week or two to have failed sensors replaced. They are constantly having back orders on supplies for this pump after years of having the supplies for other pumps that look the same supplies. Nor you can't get some of the supplies needed for this pump. I cannot feel low or high blood sugars anymore due to being a diabetic for almost 50 years. When you try to report these failures to medtronic they keep telling us that we are doing something wrong. I saw a medtronic rep last week and he kept saying my a1c was 6.6 what was I complaining about. The only reason my a1c was at 6.6 because I was having to do corrections on my own. The pump could not keep up. You can't trust this device at all and I know for a fact that I am not the only one having these problems. It is on going and very stressful. There is a problem with the transmitters also. I called to report this and they said if I kept having problems to call and they would send a new one. I called back and they refused to replace the transmitter. Most people like myself depend on this pump and sensor to help keep us from dying, from no alerts. I have not been hospitalized but you can't have piece of mind with a device that is constantly failing. The pump does not do what they said it would do when they get you to change pumps. The stress alone is so high it does affect your everyday life. This problem has gone on since I started on the pump in (B)(6) 2018.